Manufacturer narrative:
(B)(4). Returned strips evaluated with no defect found. Wrong meter returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 187, 168, 163, 149 and 153 mg/dl. The customer's expected fasting blood glucose test result is 145 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 289 mg/dl and 262 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/16/2019 and open vial date at time of call is a few weeks. The customer writes down his blood glucose results as he has a hard time reading the meters memory. Customer stated that he normally takes his blood glucose every morning between 7 and 7:30 am fasting. The meter memory was reviewed for previous test result history: result 1:187mg/dl date:(B)(6) 2018 time:n/a fasting, result 2:168mg/dl date:(B)(6) 2018 time:n/a fasting, result 3:163mg/dl date:(B)(6) 2018 time:n/a fasting, result 4:149mg/dl date:(B)(6) 2018 time:n/a fasting, result 5:153mg/dl date:(B)(6) 2018 time: n/a fasting. Customer states that he normally takes his blood glucose every morning between 7: and 7:30 am fasting.